Event description:
Caller alleged discrepant low troponin (tni) results. Results as follows: pt presented with chest pain, nausea and sweats. Pt was admitted and transferred to wichita hospital. The following reference ranges were used: triage: < 0.05 normal, 0.06 - 0.39 consistent with a cardiac condition greater than or equal to 0.40 suggestive of ami. Access: < 0.03 normal, 0.04 - 0.5 consistent with a cardiac condition, >0.5 suggestive of ami.

Manufacturer narrative:
Investigation pending.